Event description:
It was reported that a patient presented with loss of capture noted on the right ventricular lead. Examination revealed cardiac perforation as the cause. The lead was repositioned on (B)(6) 2023. No adverse effects were noted.

Event description:
It was reported that a patient presented with loss of capture noted on the right ventricular lead. Examination revealed cardiac perforation as the cause. The lead was explanted and replaced on (B)(6) 2023. No adverse effects were noted.

Manufacturer narrative:
Correction: b5: field should reflect explant of the lead, not repositioning as previously reported. Correction: d6b: explant date should be dec 14, 2023. Correction: h1: field should reflect serious injury. Correction: h6: codes should reflect additional surgery.